Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2012. According to the complainant, approximately 1 to 2 weeks post op, the patient presented with a small nickel-size burn on her right buttock cheek. The burn involved external anatomy only. The physician reported that it was not a saline or system fault but most likely due to the way the patient was draped since the area was not protected. The physician applied an antibiotic ointment to the area. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.